Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that there was an error message on the mobile view station (mvs) saying that a backup battery was needed. This was happening when the system was plugged in. The imaging system was still operational. No patient was present during the time of the reported incident. The site reported that the issue was resolved by plugging the system into a working power outlet. This event was identified during a retrospective review as discussed with the FDA (B)(4)office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that there was an error message on the mobile view station (mvs) saying that a backup battery was needed. This was happening when the system was plugged in. The imaging system was still operational. No patient was present during the time of the reported incident.